Event description:
On (B)(6) 2014, the patient responded to an animas mailing. During the conversation, it was mentioned that in (B)(6) 2013, she experienced a low blood glucose (bg) in her sleep and had to go the hospital. The patient alleges there was a potential issue with the pump and/or meter remote. This complaint is being reported because the patient experienced hypoglycemia related to an alleged pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.